Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 78 mg/dl. The customer was treated with food. The customer doesn't feel comfortable with the insulin pump. The troubleshooting was performed. The customer was advised that insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, self-test and error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on display window, cracked case at display window corner, scratched case, scratched reservoir tube window and cracked reservoir tube lip.